Event description:
It was reported that this right ventricular (rv) lead exhibited increased shock impedance measurements reaching out of range. This lead was also noted to have exhibited decreased sensing. This lead remains in service and will continue to be monitored. No adverse patient effects were reported.